Event description:
Information received by medtronic indicated that customer reported issues with pump. And also reported running low at 12.00am-3.00am with out any explanation. Troubleshooting was not performed. No harm requiring medical intervention was reported. Customer will discontinue to use the pump and insulin pump was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump passed the functional tests, including the self test, active current measurement test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump failed sleep current measurement test due to high currents. No anomalies or unexpected pump errors were noted during testing. Successfully downloaded history files and traces using thus. Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba 1, pcba 2 and force sensor. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected battery alarm/alerts on event date noted. Motor was tested outside of the device using the ngp system board test and performed as expected with no alarms or errors surfacing. The test p-cap and reservoir does lock in place in the reservoir compartment. The following were noted during visual inspection: device problem found during full functional testing. Device issue was confirmed. Unexpected battery power loss was confirmed during testing due to moisture damage on the pcba 1 and pcba 2. Pump failed sleep current measurement test due to pcba 1, pcba 2 and force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.